Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000065849.

Event description:
Related manufacturer report number: 1627487-2022-04703. It was reported that the patient's ipg had reached end of life and their right lead had high impedances. As a result, the ipg and lead were explanted and replaced. Product investigation was unable to determine which lead had the issue.